Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during an implant, this annuloplasty ring was implanted, explanted and replaced with a non medtronic bioprosthetic valve. The reason for replacement was due to recurrent mitral regurgitation that did not resolve after the annuloplasty ring was in place. The physician indicated there was no malfunction of the ring. No additional adverse patient effects were reported.